Event description:
The facility representative reported an infusion pump with failure code 812:02 during biomed testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03, 2007. Evaluation summary:the reported condition of fail code 812:02 was observed in the event history during product evaluation. This fail code could not be duplicated and the therefore, no action was necessary for this fail code.